Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's rv lead exhibited low sensing and increased pacing threshold. In addition, provocation tests yielded noise in the rv channel. Fluoroscopy did not reveal any visual anomalies. As such, the lead was capped and replaced. No patient symptoms were reported.